Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were not functional. Customer's blood glucose was 500 mg/dl. Customer treated their blood glucose with the insulin pen. The customer could not recall any significant events leading to the keypad issues. Customer stated the insulin pump was disconnected from their body when they were incarcerated. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent down arrow button response due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.